Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The watertightness was lost due to the cut of the bending section rubber. The light guide lens, instrument channel port, grip and suction cylinder were dirty. There was a break in the bending section rubber. The angulation control lever, universal cord, light guide cover glass, and insertion tube were scratched. Due to wear of the angle wire, the upward and downward angulations did not meet the standard values. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that one light guide lens at the distal end was missing. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no reports of device incompatibility that caused the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by damage to the adhesive fixation of the light guide lens due to physical stress or improper reprocessing. -from the inspection result of the device, it was confirmed that one light guide lens was missing and that the light guide lens was dirty. -the device was totally dirty and there was evidence of improper reprocessing on the device. In addition, the device was totally scratched, indicating that the device was physically stressed. -the instruction manual states that the distal end should not be impacted and that compatibility reprocessing can cause damage to the device. The instruction manual states that the device be inspected for damage or irregularities as instructed in the instruction manual. Therefore, the user can properly detect the reported event. In addition, it provides a warning about impacts on the distal end of the insertion tube, particularly the objective lens surface at the distal end. Therefore, the user may be able to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.